Event description:
It is reported that the pt was experiencing knee pain, and the surgeon suspects that the articular surface locking screw is loose. Treatment for the pt is undecided.

Manufacturer narrative:
This report will be amended when our investigation is complete.